Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing of ventricular noise resulting in inappropriate vf episodes was observed. No therapy was delivered during the episodes. During a generator change-out due to normal eri, the lead was successfully capped and replaced on (B)(6) 2016. The patient was doing well and will continue to be monitored with routine follow-up.